Event description:
It was reported that during the da vinci prostatectomy procedure, while the monopolar curved scissors (mcs) instrument was in use, it was discovered that the blades on the instrument were dull. There was no report that any piece(s) from the instrument fell into the patient. The planned procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation confirmed the reported failure mode. The instrument installed on an in-house is3000 system failed a latex cut test. The scissor blades did not cut cleanly through .006 latex. The latex snagged at the scissor tips. The blade edges are not damaged; however, the edges exhibit wear at the tips, negatively affecting the instrument's cut performance. Failure analysis investigation also found the following additional damages to the instrument: the instrument's tube extension exhibits removed pad printing. The extension has two scratch marks where the pad printing was removed. One scratch measures .236x .039 and the other one measures .248 x .024. It was concluded that the removed pad printing is likely mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The instrument's main tube has a small hairline fissure in the axial direction, located directly below the tube reinforcement ring. The location of the fissure is an area that is not protected by the tip cover. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's tube extension and main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure modes were to recur.